Manufacturer narrative:
H3: product analysis of the product# 9392507int ; lot # 43hy visual and optical inspection revealed the implant was returned fractured into multiple pieces. Initiating fracture appears to be at the ¿nose¿ of the implant, suggesting significant impact during insertion. Macroscopic examination of inserter interface posterior nose did not identify any cracks emanating at the implant inserter interface. This type of damage is consistent with brittle overload during implantation in a narrowed vertebral disc space as the mechanism of failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis result: product was returned in a damaged state from the anterior hall on the t marking side to the rear hall and upper hall on the same side. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via manufacturer representative regarding an event happened during intra-op for pre-operative diagnosis of lumbar spinal canal stenosis. It was reported that during intra-op, the cage was broken during insertion. It was mentioned that while performing the tlif at l5/s, a distractor of 6mm and 7mm, shaver of 6mm were used successively for expanding the inter vertebral disc space and insertion of cage was performed. The insertion entrance of the cage was narrow, and cage was broken during insertion. The cage insertion was completed after removing all the broken pieces to the outside of operative field and inserted other cage. There were no fragments left inside the patient body and there was no delay in surgery occurred due to this event. There were no patient symptoms reported due to this event. There were no patient/physician complications reported/anticipated.